Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error and software error. Customer¿s blood glucose level was unknown. Customer stated that the self-test passed. Customer reported that insulin pump also passed audio test successfully. Customer the customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.